Event description:
While onsite performing a field change order (fco) system inspection for the brightview detector lead screw, the philips field service engineer (fse) found that the detector 1 radius lead nut was stripped. The system was not in clinical use at the time and there was no report of harm to a patient, operator or bystander. In this case, the fse replaced the lead screw nut, drive nut mount, pin, and adapter to resolve the issue. The system was returned to the customer for use. History behind the fco: in another incident, philips engineering successfully identified a failure of the radial lead screw. The investigation revealed that the lead screw broke due to a misalignment in the gearbox, which was caused by gradual wear at the stressed interface between the lead screw and gearbox. Further investigation determined that if the radial screw would fracture while in compression, the detector would not descend. If the lead screw would fracture while in tension, the detector would descend along the rails until it reached a motion axis hard stop. The hard stop would prevent the detector assembly from falling to the floor. However, if the detector was positioned below the center of gravity and the detector would fall, there is the potential of harm to a patient sitting in a chair during an upper extremity imaging procedure or to service personnel who may be affected by the falling detector due to the height and speed at which the detector could potentially fall. There have been no reported injuries. Philips engineering concluded the root cause of the lead screw fracture was due to a misalignment in the gearbox. An update was made to the following preventive maintenance manuals: 453560424331, 459800046371, and 453560424331_bv_pm with instructions to check and identify loosened fasteners. Loosened fasteners can contribute to misalignments. If identified, service was instructed to proceed with alignment and/or leadscrew replacement. Furthermore, the customer is instructed per the brightview instructions for use: do not use the equipment if any intermittent problems have occurred with any mechanical control device (touchscreen, hand controller, emergency stop buttons, collision sensors, etc.), or if you are aware of any damage to any of the system components.